Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on the medical surgery unit, the IV tubing set separated at the hub where the tubing connected to the patient. There was no patient impact.

Manufacturer narrative:
The customer¿s report that the IV tubing set separated at the hub (male luer) was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted male luer tip was broken off and lodged inside the microclave¿s female luer inlet port. Clear fluid was also observed in the tubing throughout the primary set. Examination under magnification observed that the break sites¿ surfaces showed signs of stress marks and had jagged and uneven edges. No other anomalies or separations were observed. Functional testing was deemed unnecessary due to the breakage of the male luer tip lodged inside the microclave¿s female luer. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified.

Event description:
It was reported that on the medical surgery unit, the IV tubing set separated at the hub where the tubing connected to the patient. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.